Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2014, the patient reported 4 infusion sets have leaked insulin during use. This resulted in hyperglycemia of up to 387 mg/dl, and her target range is 72-180 mg/dl. She noticed wetness at her site after bolusing and believes the leak originated near the adhesive. She changed the headset to lower her blood glucose. The headsets are inserted with an insertion device, and the cannulas were not bent or kinked upon removal. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
No samples were returned for investigation; however, the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Device was not returned to manufacturer.